Manufacturer narrative:
Model number: this model is distributed outside of the united states and is being reported as similar to model 2800, which is marketed within the united states. Additional manufacturer narrative: despite our attempts to receive further information regarding the device and event, no response or sample for evaluation has been received from the health-care provider. No additional information is available. It is unknown if the device is available for return and evaluation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for sterilized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, the device was explanted at implant due to unknown reasons.